Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing cylinders and pump were replaced. During the procedure, fluid loss was noted due to a large bubble in the device; however, the source was not determined. There were no patient complications reported.